Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The elevated bg was addressed by a supply change, correction injection via manual insulin therapy, a correction bolus via the pump, and drank some water. Additionally, it was reported that the pump was not vibrating when charging. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, a correction injection via manual insulin therapy, and drank some water. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.